Event description:
The patient's device needed a "redo" after one year of implant. An x-ray indicated that the lead was "off kilter". The patient underwent device replacement. After the doctor did some "digging" the lead did not appear to be as bad or off as it should have been from the x-ray. Additional information has been requested.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead, (B)(4).

Event description:
Additional information was received from the patient that confirmed the patient had revision surgery performed in 2012. The patient stated that the revision surgery did not resolve their lack of therapeutic effect. Device information was also reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v718504, implanted: 2011-(B)(6), product type lead. The initial MDR was filed as mfg report# 3007566237-2012-01939. (B)(4).